Event description:
Plugged in suction irrigator and connected tubing set to pump using irrigator lot #18058fg2. Unable to irrigate. Attempted reconnection irrigation pump and tubing, replaced pump and the problem continued. Replaced tubing set with 18064fg2 and worked until near end of case, then set appeared to be occluded (would irrigate but not suction). Ran the lines to pump and suction, surgeons assessed and reconnected their end, I reconnected the tubing set, no visible issues. Changed the tubing set with another set, lot # 18064fg2, suction & irrigation worked and able to finish case.